Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen connector cannot be used. Nor further details have been received. No health consequences or impart. No information about patient involvement received. .